Event description:
It was reported the patient's system was replaced due to battery depletion and lead migration. No symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
Final device analysis revealed no anomaly found - normal device function. The lead was not returned for analysis.